Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-13991n, surefire¿ scorpion¿ needle, the needle tip broke intro op and the surgeon tried to find it but could not locate it. This was detected during use in a rotator cuff repair procedure on (B)(6) 2024. The procedure was completed successfully as the sutures were fully passed as the tip broke on the last pass.

Manufacturer narrative:
The complaint is confirmed based on the picture the customer provided, in which it was observed that the needle¿s tip was slightly bent and broken off. The most likely cause(s) for the reported failure can be a user error caused by misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use. Direction for use. Dfu-0392-sub-eo revision 1. States the following to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. The complaint allegation was confirmed based on the evaluation of the image img_5800.jpeg, which displays the surefire scorpion needle with the tip slightly bent and broken off.